Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s10625 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.4., d.6b., h.4., h.6.

Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received on (B)(6) 2023 associated with this event. Between (B)(6) 2010 and (B)(6) 2010, infected ventral hernia mesh, diagnostic laparoscopy; extensive adhesiolysis; removal of infected ventral hernia mesh; repair of abdominal wall defect with placement of 8 x 10 in strattice mesh with wound vac. As per the ppf form, the patient underwent a ¿ventral hernia¿ repair and was implanted with strattice device lot s10625-003 on (B)(6) 2010. Post surgery, patient experienced non-healing abdominal wound that was treated with silver nitrate. On (B)(6) 2010, patient experienced with neuropathic right-sided abdominal wall pain, recurrent abdominal pain, staph aureus wound infection with sepsis and was treated with debridement of skin, subcutaneous tissue, fascia/muscle on 80 sq cm area with removal of abdominal sutures. On (B)(6) 2010, left subclavian central venous access was performed. On (B)(6) 2011, patient underwent ¿diagnostic with lysis of adhesions." On (B)(6) 2011, patient was treated for right abdominal pain with diarrhea 1 x week alt with constipation. From (B)(6) 2017 and (B)(6) 2017, patient had intractable abdominal pain with diarrhea. From (B)(6) 2017 and (B)(6) 2017, patient has constant right lower quadrant abdominal pain. Diagnostic laparoscopy with laparoscopic repair multilocular ventral incision hernia was performed with kugel composix mesh & sepramesh implants. On (B)(6) 2017, patient as abdominal wall pain, llq pain, and flank pain. On (B)(6) 2017, patient was treated for nausea, abdominal pain, diarrhea. Between (B)(6) 2018 and (B)(6) 2018, patient was treated for chronic abdominal pain; laparoscopic enterolysis with extensive lysis of adhesion. On (B)(6) 2018, patient was treated for blood & puss drainage from right abdominal fold area; rlq pain & intermittent fever; decreased appetite & intermittent nausea. CT performed showed likely cutaneous fistula tract on (B)(6) 2020. The patient received treatment for ¿abdominal pain; rlq pain, decreased appetite & intermittent nausea; abdominal wall abscess with possible fistula¿ on (B)(6) 2020. The patient received treatment for ¿abdominal pain; right lower quadrant pain; soft tissue abdominal abscess & drainage with cutaneous fistula in rlq¿ between (B)(6) 2020 and (B)(6) 2020. On (B)(6) 2011, diagnostic with lysis of adhesions was performed. The patient received treatment for ¿swelling & redness on abdomen; nausea, vomiting & diarrhea; chills; lower abdominal pain; abdominal wall fluid collection/abdominal wall abscess; possible fistulous communication with the adjacent bowel anastomotic site¿ between (B)(6) 2021 and (B)(6) 2021. The patient received treatment for ¿abdominal wall abscess; anxiety; recurrent depressive episodes¿ on (B)(6) 2021. Between (B)(6) 2022 and (B)(6) 2022, on (B)(6) 2022, patient was treated for subcutaneous abdominal wall abscess with spontaneous drainage to the skin; moderate malnutrition; incision & drainage abdominal wall abscess; piv insertion; bilious drainage from incision; confirmed ec fistula. Between (B)(6) 2022 and (B)(6) 2022, patient was treated for abdominal pain; abdominal wall mesh infection; recurrent abscess; drainage from fistula. Incision and drainage of abdominal wound performed on (B)(6) 2022 due to recurrent abscess. CT performed showed undrained abscess. Treatment was provided for as IV antibiotics, surgery for incision and drainage for large fistula with PICC line insertion for post op abdominal pain nausea & vomiting. On (B)(6) 2022, patient received treatment of exploratory laparotomy; ec fistula takedown, 20 cm small bowel resection and mesh excision. Treatment noted as exploratory laparotomy, mesh excision, bowel resection and ecf takedown. Between approximately (B)(6) 2022 and (B)(6) 2023, patient received ¿home health care post hospitalization, wound care.¿ in approximately (B)(6) 2022, patient received a ¿wound check; ongoing drainage from upper & lower openings within midline incision.¿ on (B)(6) 2022, patient received ¿evaluation of abdominal pain & positive postop complication; CT - extensive postop changes to the anterior abdominal wall with small amount of fluid noted suggests postop seroma, hematoma vs. Abscess.¿ between (B)(6) 2022 and (B)(6) 2022, patient had ¿medial incision opened due to wound infection with low-grade fever; CT ¿ fluid & air in sc space near incision & left side under previous incisions.¿ on (B)(6) 2022, patient had ¿silver nitrate applied to wound, repacked with gauze.¿ on (B)(6) 2022, the patient¿s ¿superior wound opened to allow for continued packing in clinic.¿ between (B)(6) 2022 and (B)(6) 2022, patient received treatment for ¿complications of surgery - delayed wound healing; severe abdominal pain.¿ patient received treatment for ¿rlq abdominal pain¿ on (B)(6) 2022. Between 2020 and 2023, patient received treatment for ¿depression, anxiety.¿ patient had ¿silver nitrate applied to wound¿ on the following dates: (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022. Patient received treatment for ¿abdominal pain; wound healing; chronic diarrhea¿ from (B)(6) 2023 to present. Patient received treatment for ¿hernia injury; abdominal pain; chronic abdominal wall mesh infection/abscess/drainage; fistula¿ between 2020 and 2023. Patient received ¿hernia procedures & follow-ups; ongoing abdominal pain; right sided pain; residual incisional pain; drainage from incision; abdominal abscess¿ from approximately 2010 to 2022. The patient also received treatment for ¿mesh excision and revision surgeries; mesh complications; chronic abdominal pain; follow-up¿ from (B)(6) 2022 to present. The ppf form also indicates the patient was implanted with a non-abbvie device, " bard sepramesh, lot #wbsis204¿ on (B)(6) 2009 and on (B)(6) 2010 was revised due to ¿diagnostic laparoscopy, extensive adhesiolysis, removal of infected ventral hernia mesh, repair of abdominal wall defect with strattice mesh.¿ in addition, on (B)(6) 2010, the patient had ¿debridement of skin, subcutaneous tissue, fascia/muscle¿ and on (B)(6) 2011 ¿diagnostic laparoscopy with lysis of adhesions.¿ the patient was implanted with additional non-abbvie devices ¿kugel composix mesh and sepramesh; lot #s unknown¿ on (B)(6) 2017 which was revised on (B)(6) 2022 for ¿incision & drainage abdominal wall abscess.¿ in addition, on (B)(6) 2022, the patient had ¿incision & drainage of abdominal wound,¿ on (B)(6) 2022 ¿exploratory laparotomy, mesh excision, bowel resection, ecf takedown,¿ and on (B)(6) 2017 ¿laparoscopic repair of multilocular ventral incisional hernia.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.